Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 22/jan/2020 the peritoneal dialysis registered nurse (pdrn) for this male patient contacted fresenius technical support to inquire about an m65 scale reading error warning on the liberty select cycler. During the call it was reported that the patient had been hospitalized for the last two weeks. No additional information about the hospitalization was provided. Multiple attempts to obtain additional information were not answered. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Plant investigation:plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for unspecified reasons. A pd registered nurse (pdrn) called technical support to seek assistance with an unrelated cycler alarm and during the call the pdrn mentioned that the patient had been in the hospital for the previous two weeks for unspecified reasons. Patient was discharged on (B)(6) 2020. Attempts were made to acquire additional information, however, to date a response has not been received. There was no allegation that the patient's hospitalization was attributed to the use of a fresenius device, drug, or product. The event date (admission date) is an approximation and will reflect two weeks prior to the aware date.

Manufacturer narrative:
Corrected information: h6 patient code -remove c-54027 (incorrect selection).